Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) revision due to pocket pain and intermittent stimulation caused by the ipg sometimes shutting off without a reason. The ipg was revised to the patients abdominal left side and an additional lead was implanted. No devices were explanted. The patient was doing well postoperatively.